Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify watchdog timeout alarm, unexpected restart alarm and external ram crc error alarm due to buttons not responding. No missing segments/partial display anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the black circles were displayed on the screen. The customer¿s blood glucose level was unknown. The customer also stated that the time was also stopped. The customer stated that the there was no response even though the button was pressed and the screen also did not change. The insulin pump will be returned for analysis.